Event description:
It was reported that the customer had high blood glucose levels of approximately 500 mg/dl. It was reported that the customer treated with an insulin pen. The customer reported that the insulin pump did not alert the customer to a no delivery alarm. The customer declined to troubleshoot. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).